Event description:
- -

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that post implant, this right ventricular lead and device displayed loss of capture, however did not result in asystole greater than two seconds. It was thought this lead may be dislodged. The following day, interrogation revealed acceptable measurements and a further follow up revealed no changes. It was thought the issue had resolved. A decision was made to further monitor this system. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to available information, this system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.